Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6) male patient was treated. The patient received an inappropriate defibrillation at 09:59:51 on (B)(6) 2014. Motion artifact contributed to the false detection. The patient was riding a lawn mower at the time and reported that the treatment knocked him off the lawn mower. The response buttons were not used during the entire event. The patient remained at home. No indication that the patient sought medical attention. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device mfg date: monitor (B)(4), electrode belt (B)(4): 03/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).